Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: rupture.

Event description:
Healthcare professional reported right side intracapsular rupture and "internal pain, body inflammation". Ecodoppler reported "sparse peri-implant fluid", mammography showed "isolated calcific images", MRI showed "long wavy linear folds in its interior, in relation to intracapsular rupture of the implant" and an ultrasound later confirmed "lobulated contours, with scarce periprosthetic fluid". The device remains implanted.